Event description:
Infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device was returned. It was evaluated on (B)(6) 2024. Please see h10 for detail of the finding.

Manufacturer narrative:
The pump was returned on (B)(6) 2024 and was tested on (B)(6) 2024. DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The analysis of the returned device is complete. The results are below: this complaint was reviewed, and the return product evaluated. Upon review of the pump's event log there were no system error codes detected as stated in the complaint, but several abrupt power ups were found in the event log, which is reportable. The pump's event log will be uploaded to the complaint. The abrupt power off can be shown by the consecutive lines of "log event on" meaning the pump turned off several times in a row on it's own.